Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing it was found that oxygen concentration "may be off". There was no patient involvement no and harm reported.

Manufacturer narrative:
One device was received. Per visual inspection, no abnormality related to the reported event was confirmed on the product's appearance. The reported event and other abnormalities were not confirmed/duplicated as the device worked properly. The cause is unknown because the event cannot be reproduced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken, and the device passed all functional and performance tests.